Event description:
No new information.

Manufacturer narrative:
In response to the event reported by your facility, a device history review (DHR) was conducted for lot number 5043989. Our records show that this is the only instance of this issue occurring in this production batch. One nexiva unit was received for evaluation. The returned device was unsealed and showed evidence of use. A visual inspection revealed that the extension tubing was separated from the blue dual port luer adapter, with media present in the tubing. Microscopic analysis confirmed that a segment of the extension tubing remained bonded within the adapter and the fracture surface exhibited rough edges. Ultraviolet light inspection verified the presence of adhesive. Based on the results of this investigation, the reported complaint of damaged tubing was confirmed. However, due to the evidence of use and the nature of the damage, the root cause could not be definitively determined.

Event description:
It was reported that bd nexiva tubing separated from the hub. The following information was provided by the initial reporter: colored dual port on a nexiva IV catheter spontaneously disconnected from the tubing. Patient imapct: IV needed to be removed, potential bleeding and infection risk. Customer response on (B)(6) 2025: how was treatment completed for customer? The line needed to be pulled and a new line was required to be placed. What was the medication/fluid in use at the time of the event? Nothing was running, distal end disconnected while not in use. What was the patient outcome? Blood exposure and the line spontaneously coming apart posed a safety risk. Was there a delay of, or change in, the course of treatment due to the event? Yes, the line became unusable, patient needed to wait to have a new line placed.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.